Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s scs system did not provide effective therapy. As a result patient underwent surgical intervention on (B)(6) 2018, wherein a new scs trial was implanted. Following the trial on (B)(6) 2018, patient was implanted with a new lead above the existing lead. Patient¿s ipg was also replaced. Effective therapy has been established post-operatively.